Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file found that on (B)(6) 2021, the driveline was disconnected and reconnected a couple times during the low speed and pump stop events. On (B)(6) 2021, the controller was disconnected completely. The driveline and both power cables were disconnected. Also there were isolated power elevations on (B)(6) 2021 and (B)(6) 2021. Related manufacturer report number of controller: 2916596-2021-03384.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed and pump stoppage events were confirmed through the evaluation of the submitted log file. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings appear indicative of an issue with the driveline; however, a specific cause for these events could not conclusively be determined through this evaluation. Log file analysis also revealed transient low flow alarms and elevations in pump power, however a specific cause could not conclusively be determined. The submitted log file contained relevant data from (B)(6) 2021 12:32:47 to (B)(6) 2021 21:17:38. The information from (B)(6) 2021 is evaluated under (B)(4). The log file captured low speed operation events, pump stoppages, and corresponding low flow alarms on (B)(6) 2021. Of note, these events occurred on the power module and there were repeated driveline disconnect alarms during these stoppages. Of note, with system controller software version 7.23, issues with the driveline can result in false driveline disconnect alarms. Additionally, there were intermittent elevations in power captured on (B)(6) 2021, primarily during pulsatility index (pi) events. Low speed and pump stop events were also observed on (B)(6) 2021 caused by motor stop commands being initiated at the system monitor. Low flow alarms were captured following this event despite the pump regaining speed without issue. Minutes later, the pump¿s speed was set below the low speed limit. This was quickly followed by additional motor stop commands being initiated at the system monitor, a true disconnection of the driveline, and the system controller being shutdown. Multiple attempts for additional information regarding the reported events were sent to the account; however, no additional information was provided. The patient is currently ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No product is available for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU also states that the low flow hazard alarm will be triggered when pump flow rate is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index are addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Instructions for exchanging batteries and switching power sources are provided in section 3 ¿powering the system¿. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.